Manufacturer narrative:
(B)(4). Completed by manufacturer. (B)(4). Patient unhappy with myopic outcome. (B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was not happy with the myopic outcome. The same model lens, zlb00, 22.5, a smaller diopter lens was implanted as the replacement. No incision enlargement required and there were no patient complications reported. The patient was reported happy on their post op visit.

Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review the directions for use (dfu) were reviewed. The dfu contains a specific section on lens power calculations. The physician should determine preoperatively the power of the lens to be implanted. Emmetropia should be targeted. The estimated a-constant for this lens is provided on the lens box; adjustments may be necessary if using iol master. Accuracy of iol power calculation is particularly important with multifocal iols as spectacle independence is the goal of multifocal iol implantation. The dfu adequately provides instructions and precautions for the proper use, handling, and implantation of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.